Event description:
It was reported that; the patient underwent spinal surgery on (B)(6) 2013 and was implanted with an oic cage and xia screw and rod fixation. The patient presented recently for an assessment and complained that since she underwent surgery she has allegedly had a persistant rash. The surgeon has queried the composition of the implants, specifically whether there are incipient's within the implants that may cause allergic reactions / (rash).

Manufacturer narrative:
Method: device not returned; results: the cage is still implanted in the patient and the lot number is not available, therefore the manufacturing records cannot be obtained. This event occurred post-op and the patient observed an allergic reaction after the surgery. Conclusion: the unknown cage could not be confirmed to cause a rash to the patient. It was suggested that nickel was the cause of the rash, however it was confirmed that nickel is not present in the xia 3 implants.

Event description:
It was reported that; the patient underwent spinal surgery on (B)(6) 2013 and was implanted with an oic cage and xia screw and rod fixation. The patient presented recently for an assessment and complained that since she underwent surgery she has allegedly had a persistent rash. The surgeon has queried the composition of the implants, specifically whether there are incipient's within the implants that may cause allergic reactions / (rash).